Manufacturer narrative:
Based on the results of the analysis, the product was confirmed to be operating per specifications, and the customer required clarification of the st-I analysis. The issue was resolved by providing the st_segment_star_application_note_4522-991-74601_feb2022 to the customer. A review of the service history for this device shows the problem has not been reported again for this device.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. E1: reporting institution phone#: (B)(6).

Event description:
It was reported the device alarms are delayed. The device was set to alarm when st-I is out of parameters 1.0 to -1.0. The customer has set the patient simulator to have st-I at over 3.0. And unit took between 45 seconds to one minute to alarm. The customer compared the device to a unit with no know issues and it took only 10 - 15 seconds to alarm for the same parameters. In the alarm setting the customer could not find any delay option. The device was not in use on a patient. There was no report of patient or user harm.